Manufacturer narrative:
Date of event - approximately 3 years ago.

Event description:
It was reported that a filter migration occurred. On (B)(6) 2007, the patient underwent implantation of a greenfield vena cava filters (ivc). Approximately 3 years ago, the patient presented to the emergency room complaining of serious and severe abdominal pain. The patient was treated and released. When the pain did not subside, the patient returned to the emergency room and they had found that the filter had migrated and eroded into the duodenum, causing chronic inflammation, small bowel obstruction, and injury to adjacent organs. The patient underwent surgery to remove the filter. The patient also suffered ureteral and left common iliac vein injuries, due to dense adhesion and inflammation surrounding the filter struts. The left common iliac vein injury and subsequent repair resulted in 50% stenosis of the vein. The patient continues to experience discomfort and pain.

Event description:
It was reported that a filter migration occurred. On (B)(6) 2007, the patient underwent implantation of a greenfield vena cava filters (ivc). Approximately 3 years ago, the patient presented to the emergency room complaining of serious and severe abdominal pain. The patient was treated and released. When the pain did not subside, the patient returned to the emergency room and they had found that the filter had migrated and eroded into the duodenum, causing chronic inflammation, small bowel obstruction, and injury to adjacent organs. The patient underwent surgery to remove the filter. The patient also suffered ureteral and left common iliac vein injuries, due to dense adhesion and inflammation surrounding the filter struts. The left common iliac vein injury and subsequent repair resulted in 50% stenosis of the vein. The patient continues to experience discomfort and pain. It was further reported that on (B)(6) 2007, the patient had groin pain at the ivc access site that recurred approximately one week later when a small hematoma was found. The patient was discharged on (B)(6) 2007.

Event description:
It was reported that a filter migration occurred. On (B)(6) 2007, the patient underwent implantation of a greenfield vena cava filters (ivc). Approximately 3 years ago, the patient presented to the emergency room complaining of serious and severe abdominal pain. The patient was treated and released. When the pain did not subside, the patient returned to the emergency room and they had found that the filter had migrated and eroded into the duodenum, causing chronic inflammation, small bowel obstruction, and injury to adjacent organs. The patient underwent surgery to remove the filter. The patient also suffered ureteral and left common iliac vein injuries, due to dense adhesion and inflammation surrounding the filter struts. The left common iliac vein injury and subsequent repair resulted in 50% stenosis of the vein. The patient continues to experience discomfort and pain.